Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe that, when aspirating the contents of the ferrinjet, passed to the opposite side and overflowed into the hand."

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2306127. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Upon review, no defects were identified with the retained samples. Based on the investigation results, an exact cause could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.